Event description:
Medtronic received information that prior to the use of a custom pack, the customer reported that one of the lines had a cut/slice in the tubing. The customer stated that perfusion set up the circuit the day before for an off pump case and they did not use it. The next day they used the same circuit for now, an on pump case and noticed prior to priming that one of the lines had a cut/slice in the tubing. The effected line was replaced for the procedure. There was no patient involvement so no adverse effect occurred. Additional information confirms that there was no damage to the packaging and no other components in the package was damaged

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage/cuts in the tubing. Reason for return was confirmed for damage. Conclusion: based on the investigation results can be concluded that the following root causes lead to the origination of the failure mode after evaluation the cause of this complaint could not be determined. Complaints received for the same failure mode were reviewed and showed no trends warranting escalation related to this occurrence. There were no adverse patient effects as a result of this incidence. Review of the complaint file indicates sufficient information was provided for completion of this investigation. All the personal involved on the manufacturing of this product was notified of this event, medtronic will continue to monitor for future occurrences and trends per trend analysis procedure. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.